Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded a new cartridge and then received a minimum fill notification after filling the cartridge with 300 units of insulin. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level ranged from 300-312 mg/dl. Customer changed the cartridge to resolve the issue.